Manufacturer narrative:
(B)(4). The device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported the delivery system was cracked. A left atrial appendage (laa) closure procedure was being performed. A watchman® access system (was) was positioned in the patient. A 27mm watchman ® laa closure device & delivery system (wds) was prepared for use. As they were connecting the manifold system to the wds, a crack was observed above the white port of the wds. The device did not enter the patient. The procedure was completed with another 27mm wds. No patient complications were reported.